Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Four implants were placed on 11/26/96 in class four bone during a routine procedure in which osteotome sinus elevation was done using freeze-dried & autogenous bone and n-350. The implant in site #14 was removed on 1/3/97. Swelling was present at time of implant failure. The clinician reports that the type 4 bone quality and the need for significant sinus floor elevation may have led to the failure.